Event description:
It was reported by repair work order that the right calf support would not lock into place due to corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: repair to be completed upon receipt of parts.

Event description:
It was reported by repair work order that the right calf support would not lock into place due to corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The evaluation of the device has been completed. The conclusion section has been updated to reflect that the device has been repaired and returned.